Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced an infection in the catheter. On that same day, the patient was hospitalized for the event. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The nurse clarified that the patient experienced peritonitis (previously reported as infection in the catheter). On an unreported date, the patient was treated with vancomycin and fortaz intraperitoneally (doses and frequencies not reported) for peritonitis. The nurse stated that the cause of peritonitis was possible contamination as the patient had recently moved into a new house and may be on well water. The patient was not retrained on aseptic technique. The patient recovered. The event was unrelated to baxter products.

Manufacturer narrative:
(B)(4). The problem was not confirmed, as no sample was returned for evaluation. Therefore the cause of the peritonitis could not be determined, as no device malfunction nor use error was identified during the report.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for potentially associated lot number gd892646. No exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this event.